Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the guidewire couldn¿t pass through the lead. The lead was replaced, and the procedure completed successfully. Patient was stable throughout the event.

Manufacturer narrative:
Initial reporter's first name should have been (B)(6) instead of (B)(6), and initial reporter¿s last name should have been (B)(6) instead of (B)(6) .

Manufacturer narrative:
A complete lead was returned for analysis. Analysis was normal. No anomalies were found.